Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed corrosion on gear wheel 3 and residue on the gear shaft of the motor gear train which resulted in motor stalls. Analysis concluded pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 2000 mcg/ml at a dose of 1000 mcg/ml via an implantable pump. The patient¿s concomitant medications were not obtainable. The patient¿s weight and medical history were reported as unknown at this time. It was reported that on (B)(6) 2017 during normal use a pump alarm occurred due to a motor stop and the patient experienced withdrawal symptoms. Regarding any external, environmental or patient factors that may have led or contributed to the event, it was report as there were no external factors ¿to localize¿. Diagnostic testing, troubleshooting, and actions taken to resolve the issue included new programming and checking the logs. The pump was explanted and replaced on (B)(6) 2017 and was expected to be returned. At the time of the report, the issue was reported as resolved and the patient¿s status was noted as alive-with injury. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-may-10, additional information was received from a foreign manufacturer representative (rep). It was reported the pump was being returned. The pump logs were not available due to the device return, but it was noted that the pump could be interrogated. The patient was reported as "fine" after the pump replacement.